Manufacturer narrative:
January 11, 2016 03:04 pm (gmt-5:00) added by (B)(6): the device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the hemopro power supply is competing with the megadyne cautery system that is being used simultaneously. The hemopro power supply worked fine when used alone, but once the surgeon started using the monopolar bovie system, the device goes haywire and cuts without sealing. The alarm system on the power supply also goes haywire when the monopolar system is activated. The procedure was converted to an open-leg procedure to prevent excessive blood loss.

Manufacturer narrative:
This is a reusable OEM device; therefore, a lot history review is not applicable. Based on the serial number provided, the device was sold to the account on (B)(6) 2010 which places the approximate usage life at 5 years. A review of the certificate of conformity (c of c) is not applicable because the event occurred well past the specified device lifetime reliability; 1.5 years or 2340 cycles. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the hemopro power supply is competing with the megadyne cautery system that is being used simultaneously. The hemopro power supply worked fine when used alone, but once the surgeon started using the monopolar bovie system, the device goes haywire and cuts without sealing. The alarm system on the power supply also goes haywire when the monopolar system is activated. The procedure was converted to an open-leg procedure to prevent excessive blood loss.